Event description:
A customer in (B)(6) notified biomérieux of inconsistent identification results when testing a patient isolate with the vitek® ms (ref 410895, serial (B)(4)). The customer tested the isolate multiple times and received the following identification results: brucella ssp, klebsiella pneumoniae, 50/50 acenetobacter pitii / klebsiella pneumoniae, acenetobacter pitii, no identification. The above identifications include initial and repeat testing results for multiple slide preparations of the same isolate. No alternate identification testing was performed by the customer. Based on the morphology of the isolate, the customer determined the organism was not brucella ssp. Acenetobacter pitii was reported to the physician. There is no indication or report from the laboratory that this event led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in russia regarding inconsistent identification results when testing a patient isolate with the vitek® ms (ref 410895, serial (B)(6) ). The customer tested the isolate multiple times and received the following identification results: brucella ssp, klebsiella pneumoniae, 50/50 acenetobacter pitii / klebsiella pneumoniae, acenetobacter pitii, no identification. The above identifications include initial and repeat testing results for multiple slide preparations of the same isolate. No alternate identification testing was performed by the customer. An internal biomerieux investigation was performed. Conclusion on the fine tuning: fine tuning was performed before the identifications issues were confirmed. All mandatory acceptance criteria were achieved. The analysis of the calibrator mzml files indicated that no fine tuning was needed during the tests made on (B)(6) 2019. Conclusion on spot preparation quality: according to data analyzed, the sample "all peaks" values are heterogeneous. This could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator...). Conclusion on the identification: according to the data provided, the misid result has been obtained from the spectra having the lower number of peaks (42). Moreover, the misidentification was obtained with a low identification score (-0.29) which is near the acceptable limit for giving an "identification" result or a "no identification" result (- 0.4). According to the customer's data, the expected identification could be acinetobacter pittii or klebsiella pneumoniae. For reminder, in case of low discrimination results, instructions for the user are written in the vitek® ms knowledge base (kb) user manual: "additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary for the completion of the organism identification." A strain return was not needed in order to confirm the identification because the most probable suspected cause retained is a non-optimal sample spot preparation. However, as the spot preparation was not optimal, this identification should be confirmed by reference method (sequencing). Suspected cause retained: non-optimal sample spot preparation.